Event description:
It was reported that a cartridge alarm 20 occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was 83 mg/dl. In addition, it was reported that a malfunction occurred. Reportedly, the customer reverted to an alternate pump for insulin therapy.